Event description:
The "injection port tube pulled away from hub during procedure." Follow-up communication confirmed that the procedure was successfully completed without complications using a second introducer sheath.